Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: involves alif with sovereign at l4 and l5 along with posterior pedicle screw stabilization from l3 to s1. Ap and lateral x-rays are reviewed showing the lower set screws have come undone, involving s1 and l5. Symptoms of clicking and electrical jolts have been reported by the patient but no plan to revise has been presented. Solid fusion has been reported suggesting the devices have met their intended function.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a revision surgery to have the hardware removed.

Event description:
It was reported that the patient underwent an anterior /surgical procedure at l5-s1 at an unknown facility with unknown hardware. So metime post-op the patient underwent an anterior lumbar interbody fusion at l4-5 and at l5-s1 followed by a posterior spinal procedure to treat pseudoarthrosis with some hardware failure and had complaints of chronic back and leg pain. Patient was noted to have severe degenerative disc disease at l4-l5 and l5-s1 along with a lumbar radiculitis due to foraminal stenosis at both of these levels. This procedure posteriorly consisted of removal of loose pedicle screws and hardware from t11 and t12 and l1 and l2 and rods. This was followed by re-instrumentation of the spine with larger diameter screws and instrumentation of the spine further distally down to l4, l5 and s1 using navigation. Patient had a spinal decompressive procedure in the lower lumbar region. Approximately one year post-op the patient presented with a popping sensation and pain in the lower back region. X-rays revealed several set screws had disengaged from the bone screws. No additional patient complications were reported.

Manufacturer narrative:
Product analysis : visual and microscopic examination did not identify crack, fracture, or breakage. Mas crown displays significant deformation and wear, which appears to be in a starburst pattern, consistent with cyclic rod movement as set screw backs out. Unable to determine root cause from the available information.